Event description:
Based on info reported to davol: it was reported that when the operating room staff opened the package of sorbafix in preparation for a case, the plastic packaging had a hole in it, "compromising the sterility" of the product. The damage was noted upon prior to use and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
Visual examination of the returned device confirmed a sterile barrier breach in the packaging. The damage was to the inner foil pouch. Visual examination of the outer box found it to be creased in multiple locations and the internal mounting card also had a crease in the same area where the foil pouch was damaged. Based on visual examination, it appears that the product sustained damage sometime after manufacture. A review of the device history record for this production lot found no manufacturing discrepancies. The damage that occurred to the foil pouch is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions "sterile unless package is damaged or open". The warning section of the IFU includes "if package is damaged or opened, do not use product. Check package for damage prior to use".